Event description:
It was reported that the patient presented with post-paced t-wave over-sensing exhibited on the implantable cardioverter defibrillator (ICD). Further information was requested but not received.

Event description:
New information received notes that the patient initially presented in clinic for follow-up. No changes or intervention was reported. The patient condition was not known.